Event description:
Event description guidant received information that the patient formerly implanted with this implantable cardioverter defibrillator (ICD) reported that while implanted with it, the ICD caused an episode that rendered him unconscious.